Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side ¿leaked silicone into [the patient¿s] lymph nodes,¿ ¿swollen lymph nodes,¿ ¿conscious pain-and-suffering,¿ ¿need for removal of recalled implant,¿ ¿increased risk of contracting breast implant-associated anaplastic large cell lymphoma,¿ ¿scarring, cosmetic deformity,¿ ¿reconstructive surgery carried out over multiple procedures.¿

Event description:
Patient representative reported left side ¿conscious pain-and-suffering, swollen lymph nodes, scarring, cosmetic deformity, need for removal of recalled implant, which has leaked silicone into [the patient¿s] lymph nodes, reconstructive surgery carried out over multiple procedures, and increased risk of contracting breast implant-associated anaplastic large cell lymphoma.¿ further reported was "fatigue" which has been deemed not related to the device. The device has been explanted.